Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll - barrel / flange damaged. We have identified 3ml bd syringes within our department which are defective. Essentially, the external barrel of the syringe appears to be deformed/melted. With this, when pushing the plunger forward, the medication bypasses the plunger and exits through the rear of the syringe. Assuming this is due to the internal diameter of the syringe not being perfectly round. Details of the affected syringe are: (B)(4) syringe, hypodermic: concentric; luer lock; 3ml;0.1ml graduations; peel pack; single use; sterile. The defect is not easy to depict in a picture, however, please see attached image for reference. We have noted that it does not seem to be every syringe in the box, however, there have been several since we first identified the problem on saturday, particularly in the ed where I am located.

Manufacturer narrative:
Our quality engineer inspected the photo and 8 samples submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the samples. Analysis of the samples showed barrel damage and the scale marking partially rubbed off at the zero and 1-1/2¿ height mark. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. During assembly, a mechanism is in place to check for stopper leakage. The device history record confirms that sensor and leak tests were conducted at the leak test station per shift, in accordance with procedure and no issues were reported. Currently, a daily routine leak test is performed to monitor syringe leakage. Additionally, in-process inspections for barrel cracks are carried out. Upon examining the returned samples, damage to the barrel was consistently observed at the same location¿around the scale mark at zero and approximately 1.5 inches in height. The team investigated various machine sections and identified potential areas that could cause such damage. The likely cause is misalignment of the machine¿s outfeed dial, which may cause parts to slant. This misalignment can lead to the product tilting within the needle assembly dial slot pocket, resulting in collisions and damage from the pocket dial and side guide during the transition to the outfeed dial. Furthermore, defective parts were not effectively removed by production technicians, allowing them to proceed to the next process. The importance of clearing jams and removing defective parts has been communicated to production technicians. This action aims to prevent barrel damage and raise awareness of the reported defects.